Event description:
It was reported by a field service representative (fsr) that the pump is losing helium tank pressure. Additional information received stated "helium readings are intermittent so changed regulator assembly. Found or and adaptor damaged, replaced both. Ran unit on battery for one hour, unit okay to go back into service". No patient injury or harm reported.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was an autocat 3 optimus (ac3) helium regulator assembly. Visual inspection of the helium regulator assembly was performed, and damage was noted to the o-ring. Two additional markings were noted on the helium tank adapter. These markings are consistent with attempting to install the helium tank improperly. No other abnormality was noted. The helium regulator assembly was installed into a known good ac3 and functional testing was performed. The pump started up successfully. Pumping was initiated. The pump was left to run for over 1 hour with no issues. The leak test was performed and passed. In summary, the reported complaint of "the pump is losing helium tank pressure" is confirmed. The helium regulator assembly o-ring, which mates to the helium tank adapter, was found to be damaged and potentially caused the reported alarm. After properly connecting the helium regulator assembly and helium tank, the pump passed the leak test. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged o-ring. The root cause of how the o-ring became damaged is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported by a field service representative (fsr) that the pump is losing helium tank pressure. Additional information received stated "helium readings are intermittent so changed regulator assembly. Found or and adaptor damaged, replaced both. Ran unit on battery for one hour, unit okay to go back into service". No patient injury or harm reported.